Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 3003306248-2023-07175. It was reported that a centrimag system did not work properly. The primary console, centrimag motor, and the mag monitor required service. According to the hospital staff, the monitor did not work.

Manufacturer narrative:
A1-a4 - there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Correction to d4 - the device expiration date field was incorrectly populated in the initial report; the device is a reuseable medical device. Manufacturer's investigation conclusion: the centrimag 2nd generation primary console (s/n: (B)(6)) was evaluated following the reported event of the centrimag monitor not working. A log file was extracted from the console and did not show any atypical events indicating an issue with the console. The returned centrimag console was functionally tested and operated as intended with no atypical alarms active. The console was internally inspected and all cables and components were in good condition. The serviced and tested console was returned to the customer site after passing all tests per procedure. The reported event was unable to be correlated to an issue with the centrimag console. The 2nd generation centrimag system operating manual, rev. M, section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, rev. M, table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including motor and flow alarms. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.